Event description:
A physician successfully positioned and deployed an xact stent into the right internal carotid artery/common carotid artery. The patient experienced episodes of confusion and agitation in the middle of the night. Haldo was given post-op. The patient experienced hallucinations and remained in the hospital for three days. The patient was discharged to home oriented.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.